Manufacturer narrative:
During the evaluation of the device at the MFR's service center, issues related to the system board, power management board and sensor board were observed. The device's system board, power management board and sensor board were replaced to address the issues.

Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.